Manufacturer narrative:
Patient demographic is unknown. No part or archives have been returned.

Event description:
A medtronic representative reported the site was using synergy cranial software while performing an axiem shunt placement procedure, and tracer registration. Patient was registered in the supine position using the non-invasive patient tracker. After registration was completed, the patient was reoriented to prone position for shunt placement. It is unclear whether accuracy was checked prior to, or after, flipping patient. Shunt was placed and surgery was completed. Error was discovered after post op scan.